Event description:
The company was informed that the patient's device is not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.